Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient's lactate dehydrogenase had been climbing steadily during the month of (B)(6), with a range of 500 u/l to 700 u/l. The patient was experiencing anemia and hyperbilirubinemia and was already in the hospital for bleeding. The patient received 3 units of packed red blood cells with suspension of anticoagulant/platelet medication. The site of bleeding was not known. On (B)(6) 2017, push upper endoscopy did not reveal a site of bleeding; however, on (B)(6) 2017, a capsule endoscopy indicated active bleeding in the proximal small intestine, that was described as a "single culprit lesion in the proximal jejunum." No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding and elevated lactate dehydrogenase could not be conclusively determined. Bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.